Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose was over 600 mg/dl on (B)(6) 2018. The customer¿s blood glucose was 585 mg/dl at the time of the incident and the current blood glucose 542 mg/dl. The customer¿s blood glucose was 580 mg/dl. The customer treated with insulin pump. The customer doesn¿t allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.